Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed through the event history and was found to be due to the value being out of calibration. The air in line printed circuit board was recalibrated to correct the reported condition. (B)(4).

Event description:
During review of the event history it was determined that failure code 810:11 occurred (B)(6) 2010 during delivery causing an interruption of delivery. There is no patient involvement, injury, or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.